Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) clip mashed onto bushing. (B)(4). A visual examination of the returned resolution 360 clip device noted that the clip was jammed onto the bushing. The prongs were not locked into the capsule. A kink in the control wire was noticed. It appeared that the damage may have been caused by the elevator of the duodenoscope. Per the dfu the resolution 360 clip is designed to be compatible with forward viewing endoscopes, gastroscopes and colonoscopies. Therefore, the most probable root cause classification is use/user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00974 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2016-01048 pertains to the second resolution 360 clip device, and manufacturer report # 33005099803-2016-01049 pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was partially deployed and detached from the catheter while going over the elevator. The same issue occurred with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clip was mashed onto the bushing; therefore, this is now an MDR reportable event.